Event description:
In 2008, the patient reported that she received an e4 (occlusion) error on her infusion device. She changed her infusion site and found that the cannula was bent. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.